Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that they set the device to a specific length and when they were using it in the case it continued to advance. They stopped drilling. There was a delay of 5 minutes while they checked if the device was properly locked. No adverse events. This device was used to complete the case. The customer could not remember which set was being used at the time (2 possible items).

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Returned device was re-assembled according to optech instructions and axial load applied. The reported event could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that they set the device to a specific length and when they were using it in the case it continued to advance. They stopped drilling. There was a delay of 5 minutes while they checked if the device was properly locked. No adverse events. This device was used to complete the case. The customer could not remember which set was being used at the time (2 possible items).